Event description:
A micro drill medium straight attachment was sent for evaluation due to overheating during a procedure. The procedure was completed with the same attachment without incident; no adverse consequence was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed.